Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the surgery, the clips were placed correctly but, during the post-op the patient had a bleeding and had to be re-interventioned. During this procedure ti was found that the clips had slipped off the vessel. Due to the second procedure hospitalization was extended for 2 more days. Patient outcome is normal.